Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.00/2.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "patient is happy." Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.00/2.0/087 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Excessive vault was observed. The lens remains implanted. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, "exchange is planned in 3-4 weeks."

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).